Manufacturer narrative:
(B)(4).

Event description:
Following the implantation of the subject pacemaker, the physician noticed that the pacemaker did not work properly. A reintervention was performed two days later, and the physician observed that the screws could not be tightened so another pacemaker was subsequently implanted.

Event description:
Following the implantation of the subject pacemaker, the physician noticed that the pacemaker did not work properly. A reintervention was performed two days later, and the physician observed that the screws could not be tightened so another pacemaker was subsequently implanted.

Manufacturer narrative:
.

Event description:
Following the implantation of the subject pacemaker, the physician noticed that the pacemaker did not work properly. A reintervention was performed two days later, and the physician observed that the screws could not be tightened so another pacemaker was subsequently implanted.